Manufacturer narrative:
(B)(4). Product eval pending. Reported as device alert could not be cleared by operator.

Event description:
It has been reported that device did not pass a self diagnostic check.